Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on an unspecified date, the patient was hospitalized for high blood glucose (bg) while wearing the pump. No bg values or signs or symptoms were provided. Troubleshooting could not be completed at the time of initial contact. No further information was provided. Customer technical support made multiple attempts to contact the patient for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring hospitalization, and the pump could not be ruled out as a cause or contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Additional information received (B)(4) 2014: on (B)(6) 2014 the patient contacted animas in response to customer technical support¿s attempts to reach the patient for additional information. The patient stated that she had not been hospitalized recently for any pump issues, and that the pump has been functioning as desired.